Manufacturer narrative:
(B)(4). There was no alleged device malfunction. Additionally, the dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient's father contacted dexcom technical support on (B)(6) 2015 to report a skin reaction that occurred on (B)(6) 2015. The sensor was inserted on (B)(6) 2015. Patient experienced a red, sunburn-looking mark located under the sensor adhesive. Patient's father scheduled an appointment with the dermatologist and on (B)(6) 2015 was prescribed topical eczema cream. At the time of contact, no additional event information.